Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Product family: scs-ipg-r; upn: m365sc1060b0; model: sc-1060b; serial: (B)(6), batch: 343696.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an increased charging burden of the implantable pulse generator (ipg) as well as a decrease in efficacy of therapy when the battery was low. The patient is getting good pain relief post operatively. Device will not return due to facility policy and electrocautery was not used near new ipg.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc1060b0, model: sc-1060b, serial: (B)(6), batch: 343696.